Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2020, product type implantable neurostimu lator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient has two active interstim systems implanted. The patient stated the left side is working ok but the right side is not, and patient is not getting any relief. The doctor's office was supposed to let patient know when they would be able to meet with a manufacturer representative (rep) but they have not as of yet. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed the reason for the call is because the patient would like to meet with rep for troubleshooting assistance. The patient was redirected to their healthcare provider to further address the issue.